Event description:
The angled long saber attachment overheated while being tested by the field service tech during a routine service maintenance visit. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Visual and functional eval confirmed that the dry broken down lubrication caused the bearings to have a gritty rotation.